Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2021 the patient presented with a pinpoint opening at the rns neurostimulator incision site with associated drainage. The patient was placed on antibiotics, however on (B)(6) 2021, the entire rns system (neurostimulator and all leads) was explanted. Diagnosed by the treating center as a deep incisional infection